Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 and had a mesh removal surgery on (B)(6) 2010 due to bleeding, pain, infections, erosion, urinary & bowel problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, incomplete bladder emptying, dysuria, vaginal itching and burning, incontinence, and cystitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe bleeding, vaginal pain, recurrent bladder infections, recurrent urinary tract infections, vaginal scarring, and vaginal shrinkage.

Event description:
It was reported that following insertion the patient experienced severe bleeding, vaginal pain, recurrent bladder infections, recurrent urinary tract infections, vaginal scarring, and vaginal shrinkage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03031. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).